Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is fogging and unreadable after water submersion. There was no trauma issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/3/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation the pump failed to power up and as a result the original complaint could not be adequately investigated. A crack was found in the battery compartment. Moisture corrosion was found in the battery compartment and on the battery cap. Replacing the battery cap with a test battery cap did not resolve the power issue. Corrosion was found on the printed circuit board when the pump casing was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.